Event description:
It was reported that the patient's system controller would not connect to the heartmate touch in clinic. Multiple cable changes as well as power modules and ipads were tried but they were unable to obtain log files. The system controller and the modular cable were exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The system controller and the modular cable exchange resolved the issue. It was noted this had previously occurred to the patient 4 months ago, and that event had also resolved with controller exchange (MFR #: 2916596-2026-00670).

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the modular cable, lot 8667898, was returned for evaluation following the reported event of the system controller having a communication issue. The modular cable does not affect communication function with the monitor. The root cause of the communication issue was due to a damaged system controller printed circuit board assembly (pcba). The cable had discolored inline connector strain relief and a discolored controller connector strain relief. It was functionally tested with the returned system controller and found to operate as intended during analysis; no alarms were reproduced. The cables internal conductors were also tested, and no anomalies were noted. The wires were tested for current leakage and the cable passed. There were no functional issues with the returned modular cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 left ventricular assist system (lvas) patient handbook (rev a) section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 left ventricular assist device, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use (rev. D) section 2-¿system operations¿ and heartmate 3 patient handbook (rev. A) section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 lvas patient handbook (, rev. A) section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. No further information was provided. The manufacturer is closing the file on this event.